Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced and calibrated; breathing system was reseated, and the unit was returned to service.

Event description:
The hospital reported the unit is unable to drive bellows at volume controlled ventilation mode. There was no report of patient involvement.